Manufacturer narrative:
Continuation of concomitant products: section d information references the main component of the system. Other relevant device(s) are: product ID: unk_oarm_comp, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the power supply was low. It was adjusted and the connections were reseated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that when booting the image acquisition system (ias), the generator bar was not booting up all the way. The user tried multiple reboots in different configuration with no success. The system was in initializing please wait. There was no patient present when this issue was identified. It was suspected that the power supply was the cause of the issue.